Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used in the right main bronchus during a bronchoscopy procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a bronchial tumor. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. During the procedure, the stent was able to be deployed. However, it was noted that the stent did not fully expand. The physician removed the stent from the patient. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported failure of stent failed to expand. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.